Event description:
Additional information was received from the patient. They reported that the patient clarified they did recently fall, but they were able to get up and walk. They said they were pretty bummed up, but nothing involved the device. They fell over their carpet and it had nothing to do with their device at all. They said they were doing well with the number that patient services gave them, they thought number 9 was definitely helping. They said on occasion they still wet. They understood the device was not a cure. They just had to be more careful. Occasionally they sat on the toilet for ten minutes and then they wouldn't wet their paints. They said it was an inconvenience and they understood that. They said the issue was not yet resolved. When asked what steps were taken to resolve the momentary jolt they said they just got a little buzz when trying to get the number right. Noting they would say 'oh my god'. They were told by patient services to expect a little jolt. Nothing was wrong.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they experienced some urgency symptoms and her daughter thinks it is happening too much. The patient's daughter will help her increase amplitude and see if that improved therapeutic effect. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they are still having the same urinary symptoms and stated they have to change themselves 4 times a day. They recently had a fall and can barely walk. They tried increasing stimulation on program 2 from 0.7 to 0.8 and 0.9, but felt stimulation was too strong. They changed to program 1 and increased to 0.9 and confirmed stimulation was not uncomfortable. They will monitor symptoms and adjust again as needed. 'Device is not responding' resolved by repositioning the communicator. The patient called back the following day. Patient said they thought there was some additional instruction to be reviewed by previous patient services agent. Current patient services agent reviewed previous notes and reviewed programming guidance, that the next step is for patient to monitor their bladder symptoms for a few days. Patient said that yesterday was well and this morning had a normal pee. Patient said right now they are drinking coffee. Patient said that that bladder issue they are trying to control is the incontinence when they stands up. The patient said that when they sit for a long time and stands up, the pee starts running down their leg. They have a family wedding in may in which they need to take a long flight and is concerned that they won't be able to hold the pee while on the flight. The patient does have an appointment soon to see their physician however doesn't see on the calendar and will contact hcp office to confirm date. Patient to ask the hcp office if a manufacturer representative (rep) is going to be at the appointment. Patient was directed to monitor bladder symptoms, stimulation sensation and if patient notices any differences in bladder control after drinking coffee. On 2020-jan-06, the patient reported no improvement, said that has to change underwear/slacks 4 times. Patient hasn't made any additional adjustments since last call, said doesn't feel comfortable doing it themselves. Patient said yesterday was cooking at the counter and experienced momentary jolt at lead site, said it was over so quickly. Reviewed information about bending and changes in posture and how could affect stimulation sensation. With instruction and assistance from their husband, patient increased setting to 1.0, patient said doesn't feel any difference. Patient services agent reviewed previous notes with patient and suggested patient wait a few hours to determine that stimulation still feels comfortable before making another increase. Patient to monitor and will call back later if wants to increase again. When asked, patient said thy haven't noticed any difference in bladder control when drinking coffee.